Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, a fracture inside the suture sleeve of the atrial lead was confirmed with an x-ray. Lead noise and high out of range pacing lead impedance were also noted. The lead was capped and replaced on (B)(6) 2019. The patient is in stable condition.